Event description:
The customer reported via phone call that she had a broken belt clip and a high blood glucose was 500 mg/dl. Customer stated that he was in the hospital with a blood glucose of 500 mg/dl due to congestive heart failure and other things going on. Customer stated that it is not pump related.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.